Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that patient enrolled in a clinical study underwent a right partial knee arthroplasty on an unknown date. Subsequently, the patient was revised to a total knee on (B)(6) 2011 due to degenerative disease in the lateral compartment. Subsequently, patient underwent manipulation under anesthesia due to arthrofibrosis on (B)(6) 2011. No further information has been provided.